Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ insulin pen needle broke off during use.

Manufacturer narrative:
Investigation summary: 57 sealed and 3 open 31g x 5mm pen needle samples were returned from lot. No. 8045541, cat. No. 325104. Visual examination was carried out on the three open samples and a broken patient end of cannula was observed on one sample, no shield was returned and an indentation mark was observed on the hub. No issues were observed with the remaining two opened samples. Visual examination was also carried out on 30 sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause: root cause of this issue was incorrect loading of the shield to the hub at the shielding station.

Event description:
It was reported that the bd insulin pen needle broke off during use.